Event description:
The reporter claimed the insulin sensitivity factor within the animas insulin pump was not programmed to the patient's specification. The animas representative walked the reporter through correcting the isf setting. The issue was not resolved since it is not known if the setting was changed due to a keypad issue or if the setting changed on its own. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the inaccurate isf issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the download history showed that the isf was set to 1unit:70mg/dl. The pump was exercised for 24 hours using this isf setting. After 24 hours, the pump settings were re-checked and the isf remained as programmed. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded to the pump history. The keypad buttons were tested and were found to be responding appropriately to user input. There were no hypersensitive keypad buttons found. The complaint could not be confirmed or duplicated during investigation.